Manufacturer narrative:
The reported events of lead could not be inserted in the connector sleeves and thickness of the connector boot is too large were confirmed. As received, a complete lead was returned with two connector sleeves. Examination of the lead found the connector boot appeared to be larger in one area. Insertion test confirmed that the lead could not be fully inserted into the returned sleeves or test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This likely contributed to the reported field events of lead insertion difficulty.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the implant of a left ventricular (lv) lead. During the procedure, it was observed that the guidewire could not advance into the lv lead. It was noted that multiple guidewires were attempted. The lv lead was replaced. The patient experienced no consequences.